Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 7105961.

Event description:
It was reported that the patients leads were fractured. Lead fracture was not confirmed through imaging.

Event description:
It was reported that the patients leads were fractured. Lead fracture was not confirmed through imaging. Additional information was received that the patient was experiencing inadequate pain relief due to high impedances on the leads.

Event description:
It was reported that the patients leads were fractured. Lead fracture was not confirmed through imaging. Additional information was received that the patient was experiencing inadequate pain relief due to high impedances on the leads. Additional information was received that the patient underwent a revision procedure wherein one lead was explanted, and the other lead was moved up for better coverage. The patient was doing well postoperatively.